Event description:
On (B)(6) 2011, the lay-user/patient's mother contacted lifescan (lfs) to report experiencing an inaccurate low issue with her daughter's one touch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged issue with the subject meter began on (B)(6) 2011, at 6am. The patient obtained results of "28 and 80 mg/dl" on the subject meter, done less than 20 minutes of each other, which she felt were inaccurate erratic. Based on statistical methodology, the calculated difference of these last 2 glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is unknown what kinds of glucose results were obtained before the alleged issue. The patient's mother reported that her daughter manages her diabetes with novolog insulin (pump therapy) and due to the alleged issue, she denied any changes implemented to her daughter's diabetes treatment. The mother stated 30 minutes before the alleged issue started, the patient developed blurry vision and was shaking. Reportedly at the same time the issue occurred, 6 am, the patient self treated with food and drink in response to the low glucose result. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the patient was using correct unexpired strips, an adequate sample site, and appropriate testing technique. While troubleshooting the control solution test was not performed. Replacement products were sent to the patient. Although the patient self treated due to symptoms suggestive of hypoglycemia, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. The treatment received correlated with the patient's symptoms and one of the results previously obtained from the meter. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.